Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons are intermittently unresponsive and cause scrolling. The patient reportedly wears the pump on her belt and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons respond intermittently when pressed. The ok and contrast keypad buttons respond appropriately when pressed. The contrast, up arrow, down arrow and ok keypad buttons all have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under the contrast, up arrow and down arrow contact buttons.